Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd safetyglide¿ needle there were two needles found with what looks like plastic on them. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
100 sealed safety glide packaged needles were received and confirmed to be from batch #8088826 (p/n 305916). The samples were visually evaluated. The needles were removed from the package and unshielded to perform the evaluation. 3 needles were found to have loose foreign matter on the safety hinge ¿ outside the fluid path. The foreign matter is white and appears to be plastic fibers. The foreign matter is larger than level three in size which is rejectable per product specification. The remaining 97 needles had no observed defects. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the fm defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified.

Event description:
It was reported that before use of the bd safetyglide needle there were two needles found with what looks like plastic on them. There was no report of exposure, serious injury or medical intervention.